Event description:
It was reported that the patient with the pacemaker had experienced endocarditis with sepsis. A revision was performed and the pacemaker along with the right ventricular (rv) lead, right atrial (ra) lead and this non boston scientific lead were explanted. No additional adverse patient effects were reported. The non-bsc lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).